Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft middle section detached/separated. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the stent returned without the suture string and was implanted properly, evidence that the stent was manipulated. The failure found, stent shaft detached / separated, is an issue that could have been generated by the user or due to the interacting of the device with the suture string. The most probable root cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure in the ureter, performed on (B)(6), 2020. According to the complainant, during the stent placement procedure, it was noticed that the device was fractured when removing from the patient's body. The fractured stent was pulled out from the patient. The procedure was completed successfully with another ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure in the ureter, performed on (B)(6) 2020. According to the complainant, during the stent placement procedure, it was noticed that the device was fractured when removing from the patient's body. The fractured stent was pulled out from the patient. The procedure was completed successfully with another ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.